Event description:
Healthcare professional reported left side double capsule and capsular contracture, baker grade iii (painful and hard). The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: capsular contracture: unable to observe. Double capsule: unable to observe. As per the investigation procedure creases were observed. None of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Continued e1 phone number : (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii. Visual analysis of the photographs identified: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ double capsule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side double capsule. Healthcare professional additionally reported "painful and hard breast, baker iii. The device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side double capsule. Healthcare professional additionally reported "painful and hard breast, baker iii. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Double capsule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d15.